Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an issue with their adc freestyle libre reader. Customer reported that their "charge port burned through and it smelled a bit burned. Customer further reported that he cannot charge the reader anymore. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle libre reader was reviewed. The DHR showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported an issue with their adc freestyle libre reader. Customer reported that their "charge port burned through and it smelled a bit burned. Customer further reported that he cannot charge the reader anymore. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated. Burn marks were observed upon visual inspection of the returned reader, the usb port was disconnected from the printed circuit board, and the reader casing was melted. An extended investigation was also performed. A power consumption test was performed on the reader and the results were within specification. Since the current draw from the reader was within specification, the reader did not have sufficient power to cause the reported damage. Thus, the complaint was not confirmed as the reader was functioning as intended.

Event description:
Customer reported an issue with their adc freestyle libre reader. Customer reported that their "charge port burned through and it smelled a bit burned. Customer further reported that he cannot charge the reader anymore. There was no report of death, serious injury, or mistreatment associated with this event.